Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had high impedances on both spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the scs leads were replaced. The patient was doing well and had good coverage postoperatively. The explanted devices were not returned as they were kept by the medical facility.